Manufacturer narrative:
(B)(4). The customer returned the sample, however, a notification was received from ups that the package was damaged in transit to the manufacturing facility and the entire contents of the package were discarded. A sample investigation could not be performed.

Event description:
The customer alleges that the air didn't flow smoothly into the oxygen tube. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections shows one non-conformance that may have impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. The customer complaint could not be confirmed with the device sample to investigate. Root cause is unknown. Teleflex will continue to monitor feedback from customers on issues related to air not flowing smoothly into the oxygen tube.

Event description:
The customer alleges that the air didn't flow smoothly into the oxygen tube. No patient injury reported.